Event description:
Event: (cc# 97-01019) the "rapid gas loss" alarm sounded from the pump and the iab was removed. No second iab was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: none from the event - reported 9/4/1997. [Pt's current status]: unk - rpt'd 9/4/1997.